Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed with in specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
A customer reported an error message, "e-7," when the test strip was inserted in the adc meter. On (B)(6)2019, as a result of the customer being unable to monitor their blood glucose, the customer experienced cold sweats, trembling, vomiting, and fainting. The customer was treated in the hospital with insulin (dose unknown,) metformin, and glibenclamide (glyburide) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report serves as a correction for brand name: brand name and has been updated with the correct brand name as the incorrect brand name was documented on the initial 30 day report.

Event description:
A customer reported an error message, "e-7," when the test strip was inserted in the adc meter. On (B)(6) 2019, as a result of the customer being unable to monitor their blood glucose, the customer experienced cold sweats, trembling, vomiting, and fainting. The customer was treated in the hospital with insulin (dose unknown,) metformin, and glibenclamide (glyburide) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.